Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying that there was no issue with the device after the fall. The hcp reported the cause of the sudden loss of therapy and stimulation was not determined, but noted it was likely due to their distracting injury. The hcp reported the sudden loss of therapy and stimulation had been resolved, the energy level was increased from 1.5 to 1.9. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having trouble urinating since the day before the call and wanted to know if they should turn it up or down. Syncing with the programmer showed the stimulation was on at 1.5v and they were not feeling any stimulation. The patient increased to 1.9v where they felt stimulation. The patient stated they had 3 falls not last week but the week before that were related to the loss of therapy, and they had not followed up with a doctor since then, they were trying to find a new primary doctor. The patient was advised to contact their managing healthcare provider. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient was still having a loss of therapy as previously documented. The patient was doing really good and peeing once a day currently but, when nighttime comes they feel like they have to go and sometimes she pees and sometimes she doesn't. The patient feels like she has to push to get it out. The patient confirmed she was implanted for oab. On (B)(6) 2019 the rep helped them move from p1 to p2-1.6v. The patient stated she has since increased to 2.1v and still not getting therapeutic benefit. Patient services walked patient through increasing stimulation on p2 from 2.1 to 2.6. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve.